Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer provided results from 1 patient sample that had been tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. The sample was provided for investigation where erroneous tsh, ft4 ii and ft3 iii results were identified between the customers e601 module, the e602 module used at the investigation site, the e411 analyzer used at the investigation site and the siemens centaur method. It is not known if the customer¿s results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 257857 with an expiration date of jul-2018. The serial number for the customer¿s e601 module was (B)(4). A specific root cause could not be identified. Additional information was requested for investigation but could not be provided. Based on the available data, a general reagent issue could be excluded. A factor that interferes with one or more components within the assay of both the roche systems and the (B)(4) system could be present in the sample causing discrepant results. This could not be confirmed however, since there was not enough sample volume left to complete the investigation.